Manufacturer narrative:
The reported complaint of a stickdown could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. Lot history review could not be performed as no lot number was provided.

Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received. D4: only di provided as lot number is unknown. E1 initial reporter phone number: (B)(6). Additional reporter: (B)(6).

Event description:
The event involved a 7" (18 cm) approx 0.76 ml, smallbore trifuse ext set w/3 microclave® clear (red, glow rings), 0.2 micron filter, 3 clamps (red, white, blue), rotating luer where it was reported that silicone seal on end of white line of trifuse has remained depressed leaving line leaking and allowing potential contaminants into blood stream of baby. There was patient involvement, no human harm, and no serious injury or death of a patient.